Event description:
Litigation papers allege that the patient suffered pain and suffering, has popping in his hip and was injured by excessive levels of chromium and cobalt in his blood a result of implantation of the depuy asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 01/18/2017- litigation papers received. Original litigation indicated that the patient was implanted with asr; however, new litigation alleges that the patient was implanted with pinnacle. The products have been updated and follow-ups created. New litigation alleges patient suffers from pain and decreased mobility.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update ((B)(4)) medical records received. There were no medical records for hip revision. Product and lot numbers were updated. The complaint was updated on apr 28, 2017.